Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: sedr01 implantable pulse generator (ipg) 2013 (B)(6); 5076 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported the atrial lead exhibited intermittent far field r wave oversensing as observed on the remote data transmission. The lead remains in use. No patient complications have been reported as a result of this event.